Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is no longer receiving effective stimulation on one side. The sjm rep interrogated the system and found impedance issues. The sjm rep plans to reprogram the pt as the next course of action.